Event description:
Patient flow sensors and field created by window field generator not communicating. Sensors were not detected. Sensors switched and it worked. Manufacturer response for patient flow sensors, monarch (per site reporter). The rep suggested moving to alternate site and they felt that the bed is interpreting.